Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The downstream occlusion (dso) sensor is defective. The dso sensor was replaced, and the device passed all functional tests. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the cassette is not recognized when flipping the lock. There was no patient involvement and no patient harm/adverse event reported.